Event description:
It was reported that the right ventricular (rv) lead helix would not extend during implant. It was noted that the physician attempted to extend the helix multiple times and that there was backspin on the turning tool. A different lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead became extrinsically distorted due to pulling/stretching /overstress. The distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage during use. If information is provided in the future, a supplemental report will be issued.